Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. However, a zoll field technician did arrive onsite and found the device functioning as intended. The customer's report was not replicated or confirmed. The device were put through extensive testing including compliementary pm testing without duplicating the report. The device was recertified and returned to service. The batteries used during the event were not available. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during training by a facility staff, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.